Event description:
The information provided to sjm indicated patient underwent aortic valve replacement (avr) on (B)(6) 2011 with a 23mm sjm epic stented valve (model: e100-23a, serial: (B)(4)). The patient presented with symptoms of aortic stenosis that were observed in early 2012 and progressively increased. A transthoracic echo revealed a mean gradient across the valve of 93 and peak of 136. The patient underwent a redo avr on (B)(6) 2013. The patient is in good condition and recovering.